Event description:
Pain to right hip and pelvis, increasingly becoming worse over course of time following placement of a stryker ceramic on ceramic hip. Pt also developed a squeak now in the hip which is audible and painful. Audible crepitant's throughout the hip when arising or sitting into a chair.